Manufacturer narrative:
Report confirmed. Eval determined that the footed portion was damaged by tool contact. It was also noted that leg was bent, the color band was faded, and the etching was illegible. It was confirmed that there was no pt impact. Event date estimated. The user manual contains the following warning: "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying of the attachment or dissecting tool may cause injury to the pt, operator and/or operating room staff."

Event description:
Device returned for repair with a report that the foot was bent. No pt impact reported. Repair request escalated to complaint on eval due to the footed portion being damaged by tool contact. No add'l info was available on f/u.